Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: two used samples were returned for evaluation. A visual inspection did not identify any cracks in the sets. A pressure test and clear passage test were performed with satisfactory results. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was unable to be verified in either of the returned samples. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal end of the tubing on a one-link needlefree IV set cracked. The reporter stated that after an unknown surgery, the patient took the set home and used it as a drain. During an unspecified time, the tubing of the set cracked and leaked effluent. There was no report of patient injury or medical intervention. No additional information is available.